Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for broken npe on lot # 8354699. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a tear drop label attached. Consumer reported rear cannula end is broken. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was broken, however, no evidence of manufacturing defects was observed; the separated npe cannula was also returned and was observed to be bent and broken. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd ultra-fine¿ nano¿ pen needle 4mm (5/32¿) 32g has been found with the cannula breaking off. The following has been provided by the initial reporter: it was reported that rear cannula end is broken. Verbatim: rear cannula end is broken.